Manufacturer narrative:
(B)(4). D10: m/h radial 3-hole shell 52mm, item: 12-104152, lot: 068520, taperloc microp lat fmrl 7.5mm, item: 15-103202, lot: 405430, e-poly 36mm +3 hiwall lnr sz23, item: ep-108323, lot: 777540, ti low profile screw 6.5x20mm, item: 103531, lot: 998460, ti low profile screw 6.5x20mm, item: 103531, lot: 998430. G2: foreign ¿ canada. H6: proposed component code: mechanical (g04)- head. The customer indicated that the device remains implanted; therefore, it will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient is experiencing metal-related pathologies approximately thirteen (13) years post-implantation. No medical intervention has been reported to date. Follow-ups to gather additional information are currently in process.